Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: aesthet surg j open forum. 2023 jun 16;5: ojad047. Https://doi.org/10.1093/asjof/ojad047. Pmid: 37424837; pmcid: pmc10327876.

Event description:
Title: a novel technique for the permanent restoration of pretarsal fullness of the lower eyelids. The aim of the study the study was to describe a new method to address the deficiency of static pretarsal fullness. This study also the restoration of static pretarsal fullness using acellular dermal matrix implantation or autogenous fascia grafting can result in suboptimal outcomes because of the unpredictable resorption rate. Between july 2007 to july 2022,a total of 16 female patients aged between 22 and 40 years with the mean age of 30.375 ±7.580 underwent the procedure. Used 7-0 vicryl (ethicon, raritan, nj) to form a gore-tex bundle. The mean follow-up period was 52.25 (±33.757) months (range, 6-120 months). Reported complications: 7-0 vicryl suture -had a case of an infection-n=1 intervention: successfully managed through revision and led to an excellent outcome. - patient experienced malposition-n=1; intervention: was also corrected successfully through revision. In conclusions, our new method for creating pretarsal fullness using gore-tex suture implants overlaid with a retroauricular mastoid fascia graft is effective in achieving aesthetic static pretarsal fullness and obtaining excellent permanent cosmetic outcomes.